Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
It was indicated that the device was discarded. Without the product being returned a product evaluation could not be performed. It could not be determined if procedural factors or device handling may have contributed to the event reported. A review of the manufacturing records indicated that the product met specifications upon release. No actions will be taken at this time.

Event description:
It was reported that the catheter was being used in a routine bronchoscopy. The balloon was inserted into a pediatric scope for dilation purposes. After many inflations and deflations, removal and reinsertions into the scope, the balloon was noted to be off the end of the catheter tip. Once removed from the scope a further check revealed that there was no balloon on the catheter. All areas of the lungs were checked with both pediatric and ultrathin scopes. There was no evidence of the balloon found with either scope. The patient was also sent for a chest x-ray following the procedure. Patient woke without any obvious complications and vital signs were stable. After investigational follow up, it was indicated that the user tested the balloon prior to use; on the x-ray done post procedure the doctor did not think he could see any parts of the balloon in the patient's lung. The patient has been seen since and is not experiencing any difficulties with breathing or with infection. The user noted the balloon was no longer present on the catheter tip, part way through the procedure.